Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A surgeon reported that the capsulotomy was incomplete for 180 degrees following the laser portion of laser assisted cataract surgery. During treatment under the microscope the anterior capsule was fissured, the surgeon fastened the intraocular lens in the capsule and the surgery was completed. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. There are many potential clinical factors that could have contributed to the reported event; however, based on the information attained, the reported event cannot be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).